Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.

Event description:
There were 4 leaks reported in the customer's insulin reservoirs. The leaks were reported to occur before priming. There were no air bubbles observed. The customer's blood glucose value was 180 mg/dl. The customer was advised to discontinue use of the reservoirs and to await replacements. No further info was provided.